Manufacturer narrative:
(B)(4). The customer advised that they had tested their lifepak 500 AED themselves and are confident that the device was working properly. They have placed the device back into service for use. The customer also stated that they were unsure who the manufacturer of the defibrillation electrodes were, because they use electrodes from multiple manufacturers and that the electrodes used in the patient event had been disposed of. The customer further advised that it was their opinion that the reported issue was caused by either the defibrillation electrodes themselves, or possibly improper electrode connectivity to the patient due to the patient's chest hair, sweat or other possible body fluids. The customer was unsure if the skin was prepped prior to application of the defibrillation electrodes. The customer declined to have their device evaluated by physio-control. A physio-control clinical specialist examined the series of events that was provided by the customer for review, but due to the lack of an electronic patient event record, which contains the patient's ECG data, they were unable to determine if the device use contributed to the patient's outcome. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that they were dispatched to a cardiac event where a (B)(6) male had collapsed at home. The collapse was witnessed by the man's wife who called 911 and immediately began CPR. When the first responders arrived they attached their lifepak 500 AED to the patient using defibrillation electrodes, but the device continued give the "connect electrodes" voice prompt and would not detect the patient. Another AED (make and model unknown) was on-site and the user attached a new set of defibrillation electrodes to the patient and was able to analyze and shock the patient one time with minimal delay. After the initial shock was provided, the subsequent analyses provided by the backup AED resulted in no shock advised decisions. The first responders continued CPR until an ems crew arrived to take over patient care. The reporter advised that the patient was then transported to a local hospital. There were no further details provided about the patient, or any medical treatment that was provided to him by the ems crew. The patient did not survive the event.